Event description:
When the dme tried to contact the patient for follow up, the patient's family informed the dme that the patient had passed away that morning. It was mentioned by the family that the patient was wearing the resmed mask at the time, but the unit was not blowing air. The patient had been diagnosed with respiratory failure.